Event description:
This late MDR is a retrospective filing. On (B)(6) 2007, abbott point of care was contacted by a customer who reported the I-stat 1 analyzer was hot to touch. Based on the information at the time, there was no injury associated.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 4.1 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.